Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels. Customer reverted to an alternate method of insulin therapy. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Customer gave a manual injection to address bg.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the touchscreen issue could not be verified. The information will be used for tracking and trending purposes.